Event description:
It was reported that the patient presented to the emergency room with a complaint of pain. It was noted that the right ventricular (rv) lead exhibited high capture threshold. A chest x-ray confirmed partial perforation of the myocardium. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.